Manufacturer narrative:
Correction: h10 additional related report numbers should have been filled with mw5165877.

Manufacturer narrative:
Voluntary medwatch report received: mw5165877.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited under-sensing. No intervention was performed. There were no patient consequences.